Event description:
It was reported that, "a uni knee was revised to a total knee replacement."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon pkr femur #5 rm/ll, cat # 5610-f-502, lot # djfd. Triathlon pkr baseplate #4 rm/ll, cat # 5620-b-402, lot # zfbsa. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. When completed, the evaluation summary will be submitted in a supplemental report.